Event description:
A report was received that the patient was experiencing infection at both incision sites. Excessive purulent drainage from both incision sites was noted. The physician did not believe that infection was due to device but believed that infection was procedure related. The patient was placed on antibiotic therapy, intravenous and oral. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.